Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced an umbilical hernia. The patient did not know the diagnosis date for the hernia, but reported it started after pd therapy was initiated. He stated that the hernia sticks out about a half inch from his belly button. The cause of the hernia was said to be due to ¿him having a week stomach.¿ the patient reported that he has not needed treatment for the hernia but was going to see a surgeon. He stated ¿something was going to be placed by the catheter inside his stomach to help it.¿ it was not reported if the patient recovered from the hernia or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported issue of hernia. During the previous service, the device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.